Event description:
Customer reported the extension set is leaking badly and that no specific pt or event details are available. There was no report of pt or user harm an no medical intervention was reported.

Manufacturer narrative:
(B)(4). The customer's report of leaking extension set could not be confirmed due to the product was not returned for failure investigation and has discarded by the customer. The root cause of this failure could not be identified.